Manufacturer narrative:
Event date: the reporter stated that the issue occurred sometime in the beginning of (B)(6) 2016. Lot #: the reporter indicated that the packaging of the affected set was unknown, but the lot number of the remaining case in storage was ur16b15048. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set's tubing had separated from the male luer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional, clear passage, and pressure testing were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.